Event description:
It was reported that the device triggered error message stating multiple resets approx. 31 months after the implantation. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2022. The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly, and the clinical observation was confirmed. Several recurrent internal device resets were documented in the devices memory which led consequently to the warning message as mentioned in the complaint description and to the activation of the safety backup mode. In general, while in this safety backup program, the pacemaker is capable to deliver anti-bradycardia therapies. Further data analysis revealed as well inconspicuous battery measurement entries in the devices memory. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. It was reported that the device was explanted. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2022.